Event description:
The hcp reported impedances >2000 ohms on electrode 0 with every combination. The hcp stated the affected electrode is not needed to obtain therapy for coverage area; the hcp chose not to reprogram the electrode. No pt symptoms were reported. Refer to medwatch report # 2182207200801051.